Event description:
Reference number (B)(4). Event occurred in australia, it was reported that on 12-sep-2024 caller reported high blood glucose and patient was suffer from diabetic ketoacidosis and length of hospitalization is less than 24 hours on september 10 at 3 am and patient when admitted to hospital the value is 31.2. The patient also test positive results for ketones and the value is 1.2 and the reason for hospitalization is high blood glucose and patient facing symptoms at the time of hospitalization is feeling sick. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.